Event description:
The biomedical engineer (bme) reported that the central nurse station (cns, sn: (B)(6) was not alarming audibly when the gz transmitter (sn: (B)(6) had a low battery. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns, sn: (B)(6) was not alarming audibly when the gz transmitter (sn: (B)(6) had a low battery. The 'change battery' option was displayed in blue with a yellow warning, but there was no accompanying sound. The issue was discovered during testing. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: central nurse's station (cns): model #: pu-621r, serial #: (B)(6), device manufacturer data: 04/23/2015, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns, sn: (B)(6) was not alarming audibly when the gz transmitter (sn: (B)(6) had a low battery. The 'change battery' option was displayed in blue with a yellow warning, but there was no accompanying sound. The issue was discovered during testing. Not in patient use. For remedial troubleshooting, nihon kohden technical support advised the bme to stop monitoring the gz through the cns and start again and disable the hi-q view option on the unit. The bme planned to keep the unit under observation and follow up with nihon kohden. Investigation summary: multiple attempts were made to collect additional information, but there has been no response from the customer. As such, a definitive root cause cannot be established. From the description of events and troubleshooting, the most likely explanation is transient software malfunction or software settings. A review of the device's complaint history by serial number reveals no comparable issues. Similarly, a review of the facility's complaint history does not reveal similar issues that would constitute a trend. Nihon kohden will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: central nurse's station (cns): model #: pu-621r serial #: (B)(6). Device manufacturer data: 04/23/2015 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H4 device manufacturer date h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns, sn: (B)(6) was not alarming audibly when the gz transmitter (sn: (B)(6) had a low battery. Not in patient use.